Event description:
The manufacturer received info alleging a ventilator does not power on. The device was not in patient use.

Manufacturer narrative:
The device was evaluated by the manufacturer, and the customer's complaint was confirmed. The device's power supply was replaced to correct the problem. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.